Event description:
It was informed that the loop of the subject device wasn't deployed properly. The subject device was used during an uncertain procedure. The doctor withdrew the subject device from the pt after some efforts. The doctor completed the procedure with same device. The doctor followed up the pt in one night. There was no other pt injury regarding this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device and the phenomenon. The loop of the subject device couldn't be deployed in the patient. Therefore, the doctor cut the insertion portion with the wire cutters. After that, the doctor released the subject device with the use of loop cutters. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the handle was broken, and the distal end of the loop was cut. The root of the loop was crushed. As the result of checking the coil, the tube and the manufacturing record of the same lot, there were nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the loop couldn't be deployed, because the loop was released in the tube sheath for some reason and the loop was caught in between the hook and the coil sheath due to pulling the tube sheath with the loop released. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. When removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) for investigation. Therefore the exact cause of this event could not be conclusively determined. As the checking of the mfg record of the same lot, nothing abnormal detected. A supplemental report will be submitted, if add'l and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.